Event description:
A medtronic representative reported that the stealth station camera is unable to track the orbic tracker. There was no pt present.

Manufacturer narrative:
No pt information provided as no pt was involved in this concern. Device manufacture date not available at the time of this report. The returned product did not meet specifications and was found to be out of calibration. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site.